Event description:
It was reported that on (B)(6) 2018, a 23 mm trifecta gt valve was implanted. On an unknown date, patient experienced fatigue, enlarged left ventricle, severe aortic regurgitation, dyspnea, orthopnea (fever, nausea, vomiting, abdominal pain from infection), sepsis, septic emboli to brain, infective endocarditis (from streptococcus mitis bacteremia), root abscess with pseudoaneurysm, and complete heart block. Patient was hospitalized for infection from (B)(6) 2024 to (B)(6) 2024, (B)(6) 2024 to (B)(6) 2024, and (B)(6) 2024 to (B)(6) 2024. It was reported the 23 mm trifecta gt valve was explanted on (B)(6) 2024. Patient received a permanent pacemaker implant on (B)(6) 2024.

Manufacturer narrative:
This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.